Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had fatigue, chest pain, and shortness of breath and came to the emergency room. The patient was noted to have had three inappropriate shocks for atrial fibrillation with rapid ventricular response. The patient was noted to have new onset atrial fibrillation. The patient was provided medication and the device detections were reprogrammed. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.